Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Customer¿s blood glucose level at time of incident was 418 mg/dl, already given a bolus short of 14.5 units. Customer did not feel okay to troubleshooting and did not want to troubleshooting. Customer was not using auto mode at the time of the incident. The insulin pump will not be returned for analysis.